Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately went into backup operation with high voltage therapy disabled due to power on reset (por). It was also noted that the implantable cardioverter defibrillator (ICD) exhibited noise. Programming changes were made to reset the device. No patient consequences were provided.